Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor will not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon eval, the monitor exhibited a ram failure at bga components u100 and u101 on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse resulted from the defective monitor.